Event description:
The customer reported that the insulin pump did give him too much insulin and his blood glucose dropped. The customer stated that the doctor recommended having a replacement. The caller stated that about a month ago he woke up with low blood glucose of 24mg/dl and he was taken to the hospital and his glucose level was treated with an insulin drip. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The caller mentioned that the sticker label at the end cap was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime, basic occlusion and no delivery tests. However, the device alarmed motor error during occlusion test due to a faulty force sensor. All operating currents were within specifications. The unit had missing end cap sticker.